Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a false positive troponin I (tni) result on triage cardiac panel test vs. Beckman access2. A (B)(6) female went to the emergency department with chest pains and shortness of breath. She was admitted (not sure whether pt was discharged at time complaint was called in). The first draw was on (B)(6) 2011 at 9:30 am with a positive tni result of triage. A cardiac cath was done. The second draw was on (B)(6) 2011 at 4:00 am and was run on the beckman access2 with a negative result. Metabolic assays (lab work) were 'ok'. EKG - unknown.